Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 03/22/2017 - correction to d4 serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: review of the black box data revealed evidence of cs-088-85b3 alarms. On investigation, an ezprime sequence and 24 hour duration test was successfully completed with no call service alarms being duplicated. The pump cover was removed for investigation; evidence of internal moisture was observed on the printed circuit board and the internal components. The complaint was confirmed in the pump history but not duplicated during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.